Event description:
It was reported that the customer was hospitalized with a low blood glucose of 67 mg/dl. It was stated that the customer experienced vomiting and headaches as well. The caller initially called to place an order. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.